Manufacturer narrative:
Other text: through follow up, the customer indicated that the product in use when the reported issue occurred was discarded. If new information is obtained, a follow-up report will be submitted.

Event description:
Per medwatch report: "pulse ox not working. Cable switched out to isolate what was causing the issue and the pulse ox still would not function. Tried several probes from the same lot number and they would not work. Found a different lot number and they worked. Also found another box with the same lot number as the ones that would not work and they worked". There was no patient impact or consequence reported.